Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. It was noted imaging was challenging throughout the procedure. An ntw clip (30303r1084) was inserted and while grasping, the anterior gripper would not raise. Therefore, the clip was removed and replaced. A second nt clip (21129r1072) was inserted. However, the clip became caught in the chordae and was able to be removed. It was noted the anterior gripper would not lower. Therefore, the clip was removed and replaced. A third clip was successfully implanted, reducing mr to a grade of 1. It was noted the post procedure gradient was 6mmhg, however, the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. The reported poor image resolution could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.